Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The device was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call high blood glucose and damage on the insulin pump. Customer's blood glucose level went as high as 416 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they treated themselves with the insulin pump and that the cannula was bent. Customer declined to perform the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump had a crack at the upper corner of the displays screen that goes into the battery chamber. Customer advised they are not sure how the damage occurred but remember seeing a little crack a month ago that has now grown over time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.